Event description:
It was reported that the control-iq system suspended basal insulin delivery due to inaccurate continuous glucose monitor (cgm) values. The customer's blood glucose level was high, but the specific value was unknown. Assistance from a hospital was required, where saline fluids were administered, and it was confirmed that there were high levels of ketones identified as dangerous by a healthcare provider. The customer took corrective actions by administering a correction bolus via the pump and also an injection via manual delivery. Despite the situation, there was no injury reported. Technical support educated the customer that the cgm readings were within industry standards, and the customer acknowledged that the pump was functioning as intended.